Manufacturer narrative:
Conclusion summary: the hazard reported in this complaint was caused by leak/moisture invasion of distal tip of the scope which damaged the internal electronics and resulted in loss/intermittent image. This failure mode was attributed to fluid ingress rather than a material, component, or manufacturing deficiency. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will not be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the image was flickering and going in and out. The case was completed with another scope. No negative impact in state of health reported.

Manufacturer narrative:
The affected device will be forwarded for further investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).